Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08735 inches. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer had tried 4 batteries but the insulin pump was still dead. Customer reported display is blank currently. Customer said the spring is neither damaged nor corroded. Customer was advised to remove the battery for two hours and reinsert the battery. If the insulin pump is still blank, they should call back to do troubleshooting. However, the customer just want to replace the insulin pump. Customer said blood glucose reading was rising. Customer did not have back up plan. Insulin pump will be returning for analysis.